Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2018) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3 (manufacturer), d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralex st. Per operative notes, ¿the adhesions were taken down. The hernia defect was identified and dissected. A ventralex st mesh was placed and tacked. ¿ (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with excision of ventralex st and implant of synthetic mesh. Per operative notes, ¿the omental adhesions to the prior mesh were taken down. The ventralex st mesh was identified and removed. Old sutures and scar were excised. The hernia defect was identified and reduced. A synthetic mesh was placed and tacked.¿